Event description:
The following has been reported: customer reported: pump: (B)(6), august 2, 2024. No information provided by biomed, as to the time, the issue, what the clinician observed. Cassette lot# not provided, no report of injuries or interruptions of therapy. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. Attempted to move the lever handle and it was difficult to maneuver. The pump was opened for inspection. Corrosion was found on the left lower loading pin crossbar. Lip seals were the suspected entry point of moisture, so they were replaced and crossbar has been cleaned. The left lower loading pin was missing the spring. The spring has been replaced. The override arm was loose and wobbling on top on the screw boss. The override arm, spring and screw have been replaced and are now stabilized. Log files indicate battery 1 and 2 failures. Batteries will need to be replaced.